Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, while attempting to remove a polyp, the snare would not cauterize the polyp tissue because the handle cannula had detached. The physician was able to remove this device and use another captivator standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. This detached cannula resulted in a loss of cautery to the snare loop since current could no longer be transmitted through the wire. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint that the device could not cauterize the polyp tissue; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
Additional information received on august 27, 2010 revealed that the snare loop became entrapped within the polyp prior to any attempts to apply cautery.